Manufacturer narrative:
The device is not under a service contract with dräger and thus, the hospital did not involve the local dräger s&s organization into examination of the device and any follow-up measures. Reportedly, the power supply of the device was replaced and, other nonconformities of the device have been corrected as well. It was not possible to obtain more details to understand what exactly these additional deviations were. A reliable conclusion in regard to the exact root cause can't be drawn, the following can be concluded: a reboot is the specified device behavior to overcome a deviation in the processing of sw routines that can't be removed by other means. The device will briefly power-off and back on and will post an alarm to alert the user. The airway system is opened to ambient for the duration of the reboot to allow spontaneous breathing. If the reboot was successful the device will continue ventilation with the previous settings after a typical period of 12 seconds. In the particular case, the reboot was obviously not able to correct the deviation which is an indication that the deviation was rather hardware-related. An issue with the energy source would be plausible but other triggering conditions must be taken into consideration as well since per report, additional deviations had to be corrected. The device is 7 years old, status of preventive maintenance and repairs is unknown to dräger. It cannot be excluded that lack of maintenance was a contributing factor in the event, further conclusions can't be made due to lack of relevant information. H3 other text : device not available for evaluation.

Event description:
It was reported that the device performed continuous reboots during use and had to be replaced by another device. The event did not lead to consequences for the patient.